Manufacturer narrative:
No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the skin irritation. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated.

Event description:
It was reported that an end user developed a skin rash under the ostomy barrier & tape in the end of (B)(6) 2018. The rash was described as redness. She tried other company's ostomy appliances to see if the redness would improve - but it did not, so she went back to using hollister products. She went to the doctor in the middle of may when the redness got worse and extended beyond the edges of her appliance, became weepy, started burning and was itching. The doctor prescribed antifungal pills and powder. It didn't get better so she went back to the doctor who prescribed oral antibiotics. She will trial other hollister products to see if it improves.